Event description:
The company was informed that the patient fell and hit his head at the site of implant, which caused the displacement of the internal magnet. The device continues to function. The surgery to replace the magnet has been scheduled.